Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer did not believe the result to be correct, so she tested again on her other nova logic meter and bd test strips getting a result of 238 mg/dl which she believed to be a correct reading. It was discovered during this call, the consumer is transferring test strips from one vial to another which may have compromised the integrity of the test strips. The consumer is also storing the meter and test strips in an area which may also compromise the test strips and both issues are against our directions for use. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.